Manufacturer narrative:
Block d2b: pro code (product code): qrb. Investigation results: the implantable pulse generator (ipg) was not returned for analysis; therefore, a technical analysis could not be performed. The explanted device was discarded by the medical facility. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was no longer feeling stimulation therapy, and the implantable pulse generator (ipg) was having difficulty communicating to the remote control. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) leads were replaced. The patient was doing well postoperatively, and the explanted devices were not returned as they were discarded by the medical facility. Additional information was received that the leads were not replaced.

Event description:
It was reported that the patient was no longer feeling stimulation therapy, and the implantable pulse generator (ipg) was having difficulty communicating to the remote control. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) leads were replaced. The patient was doing well postoperatively, and the explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Investigation results: the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 237427, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 237431, UDI: (B)(4).

Event description:
It was reported that the patient was no longer feeling stimulation therapy, and the implantable pulse generator (ipg) was having difficulty communicating to the remote control. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) leads were replaced. The patient was doing well postoperatively, and the explanted devices were not returned as they were discarded by the medical facility.